Event description:
A territory manager reported an end user experienced an issue when using a solero 19cm applicator. The applicator was tested successfully prior to insertion and the generator was set or 4 minutes at 100 watts. At the start of the percutaneous mwa procedure of the liver, a high reflective power message displayed before any ablation was performed. The saline solution was cold enough and everything was as usual per experienced user lead, but the ablation could not be continued with this device in despite of coolant changing or restarting of generator. Due to this event, they stopped the ablation process. It was reported the patient was sedated at the time of the event. This event has been assessed as a reportable due to patient safety risk, as the patient was under anesthesia and treatment was not completed.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of high reflected power (hrp) warning message cannot be confirmed. No probe complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR review of the packaging/assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Hardware unit review: the serial number of the hardware unit used during this event was reported as qby0003446. A review of the hardware service order history records for this unit shows that the customer did not request/return a service order (complaint) for the hardware unit at the time of this probe event. This unit has had 0 previous complaint related service orders performed, for any issue. Labeling review: the directions for use (dfu) which is supplied with this device contains the following statements: intended use/indications for use the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Testing the device prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Precautions avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Operational instructions inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged. Warning: after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. Solero generator: the user manual (16750971-21), which is supplied to the user with this unit contains the following statements: 6.2.5 high reflected power the system will display a warning when the reflected power exceeds a preset threshold as shown and abort the ablation. If this occurs, microwave energy is unable to be effectively transferred from the applicator tip into the targeted tissue due to desiccation. Further progress is blocked until the warning is acknowledged. If a "high reflected power" condition is indicated, several sources are possible and warning message will be displayed as shown. The following are several possible sources leading to the "high reflected power" condition: the applicators active region may not be fully inserted into the tissue or a transient gas pocket may have formed around the applicator tip. Adjust the positioning of the applicator. Adjust time as necessary. Press start/stop button to restart the ablation. Connection to the generator may have been lost. Check the connection to the generator. Adjust time as necessary. Press the start/stop button to restart the ablation. The applicator may be defective. Replace the applicator with a new one. If the problem persists, contact angiodynamics inc. For technical support. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends reference (B)(4). Due to additional information, this report has been updated to reflect the solero disposable device rather than the solero generator. Corrections: sections d4 - model number serial number primary unique device identifier (UDI) # expiration date h4 device manufacturer date h8 - usage of device change from "reuse"to "initial use of device."

Manufacturer narrative:
Due to additional information, this complaint event has been updated to reflect the solero hardware unit rather than the solero disposable device. Corrections: sections d4 - model number serial number primary unique device identifier (UDI) # h6 - clinical code (e) impact code (f) medical device problem code (a) component code (g) h8 - usage of device change from "initial use of device" to "reuse". Reference (B)(4).